Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a double beep no cassette. No patient injury was reported

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 13-jul-2022 via email and attached to complaint object: all issues happened during testing and the date of the event is unknown. H4: correction: device manufacturing date: 13-nov-2007

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and presented signs of fluid and discolor on the device keypad overlay. The customer stated problem was not duplicated. Defective downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because there was no indication of a manufacturing defect during the investigation. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4). Corrected data: d4: correction: model number: 6400.